Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and the buttons were not responding while went to troubleshoot insulin flow block alarm. The customer's blood glucose value was 54 mg/dl. The customer also mentioned other blood glucose values such as 72 mg/dl, 300 mg/dl. The insulin pump alarmed motor error. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to complete pump rewind. The insulin pump alarm history contains neither an motor position encoder error alarm nor more than one motor error alarm within the last 30 days. The insulin pump alarmed no reservoir at the time of displacement test. The device will be returned for analysis.